Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a premature ventricular beat followed by a pause and a skipped beat. The skipped beat induced ventricular tachycardia. The device was set to vvi 50. The device was explanted and replaced with a dual chamber device.